Event description:
His meter was missing segments. The last time the patient attempted to test on his meter was two days prior to calling, but he was unable to read the result. He reported feeling dizzy so he visited his medical professional. He was treated with glucose, but the result that was obtained, if any, was not provided. It would have been helpful to know what the patient's blood glucose result was at the time of the event and it would have been helpful to know the patient's medication regimen. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt. This case is being reported as a malfunction because the issue with the missing segments was not resolved. There is, however, no evidence of the malfunction leading to a serious injury. No blood glucose results were provided that would indicate a serious injury. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.